Event description:
A report was received that during a trial procedure, the lead was fractured. The physician kept pushing the stylet and it poked through causing discomfort to the patient. The lead curved in an angle and the stylet came out of the tip of the lid. The physician aborted the trial and pulled the lead out which resolved patient's discomfort.

Event description:
A report was received that during a trial procedure, the lead was fractured. The physician kept pushing the stylet and it poked through causing discomfort to the patient. The lead curved in an angle and the stylet came out of the tip of the lid. The physician aborted the trial and pulled the lead out which resolved patient's discomfort.

Manufacturer narrative:
The complaint was confirmed. Visual inspection of the lead found that the lead body has a noticeable mark done by the stylet puncturing the lead between contacts # 7 and #8 on the distal array. Review of the device history record didn¿t reveal any anomaly.